Manufacturer narrative:
(B)(4). Correction. The issue was incorrectly listed as "display bad", this has been changed to the correct issue of "bad channel a pump head display". The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty channel a pump head module display. To correct the condition, the channel a pump head module display was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a bad display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.